Manufacturer narrative:
Correction: section h6 should not include "2906 - activation, positioning or separation problem" code.

Event description:
There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During procedure, it was noted that the device prematurely detached from the delivery catheter after entering tether mode. It was also observed that the lp was difficult to position due to challenges accessing the right ventricle. Despite the detachment, the lp remained attached to the tissue and the lp was successfully implanted. Patient condition was unknown.